Manufacturer narrative:
No further information was provided. The patient remains ongoing on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was an alarm on the system controller. The patient did not know what type of alarm it was. The patient visited the hospital and the controller was exchanged. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of atypical alarms was confirmed via analysis of the submitted log file and log file downloaded from the returned system controller (serial number: (B)(6) ). The log files contained approximately 2 days of data combined ((B)(6) 2020 per the timestamp). The log files captured intermittent power cable disconnect and low voltage hazard alarms that were not associated with true power cable disconnections or routine battery depletion on (B)(6) 2020 from 18:10:58 until 18:11:36 while connected to 14v batteries. The atypical alarms occurred due to the rsoc voltage levels being above the expected range of voltages for 14v batteries. The alarms occurred on both the white and black power cables. The driveline was disconnected on (B)(6) 2020 at 16:48:59 to exchange the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.